Manufacturer narrative:
Device was not returned for investigation. No serial number provided.

Event description:
Information received a smith medical cadd ms3 pump is no functioning. Event occurred while in patient use. Patient was able to switch to back up pump. Infusion is for life sustaining for pulmonary arterial hypertension dose or amount: 41.1ng/kg/min frequency continuously . Has had treatment since (B)(6) of 2014. No adverse events reported to patient.